Event description:
Bilateral patient: litigation papers allege pain, swelling and poor balance. Additionally it is alleged, the patient had elevated metal ion levels.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Bilateral patient: litigation papers allege pain, swelling and poor balance. Additionally, it is alleged the patient had elevated metal ion levels. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: alert date, date received by mfg. Depuy still considers this investigation closed.